Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was starting 2 weeks ago the patient started to get really bad pain in their back. The patient had been playing with their therapy settings on their own but it was not helping. Patient found a book that said they could choose program 2 and they did not have a program 2. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Pt provided nas phone number for their family doctor to potentially call. Additional information was received from the patient stating they have had to take the battery out twice to reset it. No matter where they set it, they can't get pain relief. If they do the stimulation goes off unexpectedly. They met with the manufacturer representative (rep) and tried reprogramming but it did not help. They scheduled an appointment with the hcp that put in their device to put in a new one on (B)(6) before they move out of the country.